Event description:
It was reported that the user cocked back the infusion set, causing the needle to pop out and resulting in depletion of available infusion sets. The event involved an infusion set component and reflected an incorrect deployment or method of use. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.